Manufacturer narrative:
A patient experienced increase in pain was reported to abbott. X-rays confirmed lead migration. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:1627487-2023-04435. Additional information was received indicating that the patient underwent surgical intervention on 30aug2023 wherein the patient's drg l3 and l4 leads were explanted, replaced, and therapy was restored.

Event description:
Related manufacturer report number: 1627487-2023-03871. It was reported that the patient was experiencing an increase in pain and a lack of effective therapy. X-ray imaging was conducted and indicated that the patient's l3 and l4 drg leads had migrated. It was noted that the patient had experienced a car crash in (B)(6) 2022. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.